Event description:
Patient was referred for generator replacement due to normal end of service. The generator was unable to interrogate due to the depleted battery and impedance was unknown prior to surgery. During generator replacement surgery, the generator was replaced and high impedance was then observed with the replacement generator. Several diagnostic tests were performed showing high impedance. Between each diagnostic test the lead pin was removed, cleaned, and properly reinserted and verified to be properly oriented by the surgeon. The surgeon stated that there was no obvious anomalies on the visible part of the lead. The surgeon decided not to perform a full revision during surgery and closed the patient with the replacement generator implanted. The device was programmed off. Further information was received that x-rays were not taken and the explanted generator is not available for return. No known further surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator and lead replacement surgery. The lead was revised due to high impedance previously observed during generator replacement surgery. The generator was replaced due to incompatibility between the new single pin lead and the dual pin generator. Further information was received that the explanted products were discarded and not available for return.